Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. DHR review: a total of (B)(4) units were manufactured on afa line 8 from 3mar18 through 7mar18 and packaged on pkg line 8 from 28feb18 through 7mar18. All required challenges, set-up and in process testing was performed quality control plan and all passed per specification. No related quality issues were found. End user risk analysis was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Received a total of (B)(4) units. The units were received inside sealed packages and within disspenser/plastic bags. All of their components were intact. Visual/microscopic examination: performed on a random sample size of 76 units. No mechanical/physical damage was observed to the spring, needle hub or grip. There were no missing components or evidence of glue on the buttons or hubs. Functional test (needle retraction): the needle covers were removed, manually rotated the catheter tips 360 degrees, the catheter tubing did not ¿candy canned¿. The white buttons were depressed and the needles retracted meeting no resistance. Retraction was successful. Conclusion(s): the returned representative units did not display any adverse characteristics that would contribute to the defect the customer experienced. The defect described in the event description could not be confirmed or replicated with the returned units. Conclusion(s): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter needle was not retracting when the safety button was pushed. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter needle wasn¿t retracting when the safety button was pushed. There was no report of exposure, injury, or medical intervention.